Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to moisture damage to the motor and electronic devices noted.

Event description:
It was reported that the water drop was stuck inside the part where a reservoir was inserted. It was suspected that insulin leaked. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.